Event description:
The following info was reported: balloon went inside of sheath when pulling back and didn ot stop at arteriotomy, manual compression was applied for 30 minutes. The pt was not hospitalized. Procedure: peripheral.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.